Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a patient expired on (B)(6) 2021, between 12:45 and 15:00. The device was reported to be in use on a patient, the patient died.

Event description:
The customer reported a patient expired on (B)(6) 2021, between 12:45 and 15:00. The device was reported to be in use on a patient, the patient died.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site and retrieved the device log files. The device log files were reviewed by a philips clinical specialist. The device log files indicate an desaturation alarm occurred on 10:48:45 and an apnea alarm occurred at 10:54:18. Alarms remained active on the monitor and the pic ix until 14:54:4 when the monitor was put in standby which ended all the active alarms, both physiological and technical. Additionally, the configuration file of the monitor indicates the monitor alarms are configured for visual latching, set to red only and audible latching, set to off. The engineer shared the findings with the customer.